Manufacturer narrative:
The device was returned for analysis due to pericardial effusion. Final analysis found the outer and inner helix to be within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient sustained a pericardial effusion during implant procedure of an aveir leadless pacemaker system. It was elected to abandon the procedure on (B)(6) 2025. The patient was stable.